Manufacturer narrative:
Product complaint: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? Skin closure. What was used to complete the procedure? Same material. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 ¿g/m. Events were submitted via 2210968-2021-02752, and 2210968-2021-02753.

Event description:
It was reported that the patient underwent an unknown surgery in 2021 and the suture was used. It was reported that the suture breakage occurred during skin closure. There were no patient consequences. Another like suture was used to complete the procedure.